Event description:
Over the past year, stentviz was activated during a procedure. When fluoro was pressed, x-ray turned off and displayed an error to "reboot, and call service" if problem not fixed. After x-ray restarted, unable to continue current examination. Manufacturer was contacted. Rebooted and problem was fixed for now. Manufacturer response for x-ray, (brand not provided) (per site reporter). Manufacturer was contacted. Rebooted and problem was fixed for now.